Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 3.5 pounds due to faulty force sensor resistor (gold). The pump had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had issues while changing his infusion set. The customer stated that he wasted 20 units of insulin before the pump recognized he was filling the tubing. The customer's blood glucose was unknown at the time of incident. During troubleshooting, it was noted that there was a compromised force sensor system alarm in the history. The customer stated that the pump was dropped a couple of weeks ago because the holster broke. Troubleshooting was completed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.